Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Some kinking of the flush lumen was noted.

Event description:
Reportable based on analysis completed on 08may2024. A farawave pulsed field ablation catheter was returned without a corresponding complaint record. It was confirmed via product investigation that the guidewire lumen was no longer adhered to the tip of the spline cage, resulting in the inability to deploy the catheter.